Manufacturer narrative:
Conclusion: no additional information can be obtained as the source document (a competitor medwatch report) does not list the serial number of the valve, the physician, the facility, or any patient information. There is no way to determine where this event took place. Without the return of the device, there was insufficient information to determine a conclusive root cause at this time. A device history record review could not be performed as the serial number was not provided. The reported observation cannot be confirmed.

Event description:
Medtronic received information that prior to implant of this mitral bioprosthetic valve, the cinch mechanism broke. The physician seated and sutured the valve into place without the cinch mechanism. During testing of the device, the leaflet at the anterior annulus did not open. The valve was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.